Event description:
It was reported that the patient was unable to adjust stimulation. The programmer displayed "call your doctor." The patient sought help and the nurse did not notice a code. When the device was interrogated with a physician programmer, the message stated that the programmed amplitude could not be delivered and to change parameters, consistent with an out of regulation (oor) error code. The nurse changed the programming and the device then worked "fine." Impedances were normal on both sides.

Manufacturer narrative:
Lead: model 3387-40, lot: j0454848v, implanted: (B)(6) 2005, explanted: na. Lead: model 3387-40, lot: j0443962v, implanted: (B)(6) 2005, explanted: na. Extension: model 748240, serial: (B)(4), implanted: (B)(6) 2005, explanted: na. Extension: model 748240, serial: (B)(4), implanted: (B)(6) 2005, explanted: na. Adaptor: model 64002, lot n300339, implanted: (B)(6) 2011 explanted: na. (B)(4).